Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reverse locking mechanism was blocked and the reverse trigger was blocked. It was noted that the device failed the pre-repair assessments check reverse locking mechanism, check function of soft mode switch (safety system), check triggers to forward and reverse mode and check for untrue running. It was noted that no oiling was observed. It was noted that the reverse trigger was blocked due to lack of oiling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse and abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse was stuck on the compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.